Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they had an MRI of their neck on (B)(6) 2024 and they were in MRI mode for the MRI and then they deactivated the MRI mode afterwards and about 3 hours afterwards, the therapy acted like it wasn't working even though it was "showing that it was connected and stuff." The patient stated they had leakage like they hadn't had for years and that their whole bladder was just letting go and that even when they had uti's, they didn't just flood like that, so they stated it was very odd and it went on for the next 3 days. They stated they went back to their same setting after they deactivated MRI mode and noted they'd even took a picture of what their therapy setting had been and which program they'd been on, just in case they forgot and that they always did that if they ever had to turn it off. The device was on as expected but it wasn't "acting like it should" since their test that the patient doubted it was on so they checked again and it was still on. They did talk to their urologist over the weekend and they told the patient it could be a uti but the patient said they didn't have a uti and the hcp had told them that if their issue was continuing by (B)(6) 2024, they would come in and do a CT scan to rule that out and fortunately by then the therapy was back working again but it just concerned the patient because they'd never had that happen before and they stated that "flooding like that" was a huge imposition for a paraplegic and they wanted to know if that was something that happened. MRI compatibility guidelines were reviewed with the patient and redirected the patient to follow up with their managing health care provider to check the implanted system if they still had concerns. They had an appointment on (B)(6) 2024. They would to continue to monitor their symptoms and noted they would follow up with their health care provider (hcp) about their concerns if they began experiencing issues again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.